Manufacturer narrative:
Device labeling single use or reuse.

Event description:
Information received from our int'l affiliate. The information indicates a patient was wearing acuvue oasys contact lenses and developed a corneal ulcer in the left eye. The patient began wearing acuvue oasys lenses in 2007 on a daily wear schedule and used aosept contact lens solution. The patient reported experiencing redness, pain and white discharge in the left eye on in 2007. The next day, the patient consulted with his eye care professional (ecp) and was diagnosed with a peripheral corneal ulcer in the left eye. The patient's uncorrected visual acuity was 20/670. The ulcer was described as being in the inferior, peripheral cornea, 8 mm long, narrow and curved. The ulcer was not cultured. The patient was prescribed levofloxacin, 6 x daily, cefmenoxime hcl gtts, 6 x daily, ofloxacin ointment at bed time and discontinuation of contact lens wear. Two days later, the patient was seen by the ecp and pain and redness and subsiding and the ecp observed conjunctival hyperemia. The patients' bcva was 20/20. The following day, the patient visited the clinic and pain and redness continued to subside. On 7/6/07 the corneal ulcer had resolved with no loss of visual acuity. The treating ecp reported the corneal ulcer was "infectious" as the antibiotic treatment was effective in treating the ulcer. The lot number and the lenses were not available from the ecp. All MDR events are reviewed in quarterly management review meetings.